Event description:
According to the complaint, there was a barcode error on an abl90 flex plus analyzer (serial number: (B)(4). When the operator read barcode of "01103120139", the analyzer shown "011031201139" as accession number. A radiometer employee visited on suspicion of misreading barcode and tried to read the barcode again on the same device and other device, it was read "01103120139". Patient data was sent to the 'laboratorie informations system' (lis) with wrong ID, but lis staff corrected the data that was sent from the analyzer. No adverse event happened.

Manufacturer narrative:
The radiometer investigation has not been able to identify a specific root cause to this issue. Hence, the root cause remains unknown. Radiometer recommends using barcodes with a check digit to avoid the risk of misreading.

Manufacturer narrative:
The radiometer investigation has concluded that the product did not fail. Accordingly, this case is no lo longer reportable in the us.